Manufacturer narrative:
All of the buttons functioned properly however, moisture was found on the keypad traces. No button error alarm noted. The insulin pump was received with cracked reservoir tube lip, minor scratched lcd window, cracked case at the display window corners and cracked belt clip slot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer received a button error alarm. Customer's blood glucose level at the time 204 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.